Manufacturer narrative:
Per the user guide: the t:slim x2 system is indicated for use in individuals 6 years of age and greater. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer had been experiencing intermittent elevated blood glucose (bg as high ase 525 mg/dl). The customer had been disconnecting the infusion set tubing from the cartridge pigtail. As the customer was (B)(6), the contact administered an insulin injection (¿normal practice¿) to address bg. The contact reverted the customer to insulin injections for insulin therapy.